Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing threshold was observed on the lead. The lead was replaced and the patient's condition was good after the procedure.